Manufacturer narrative:
A product deficiency was not reported or found. The customer was provided with the sds.

Event description:
The consumer reported her husband accidentally used binaxnow covid 19 reagent extraction in his left eye. Her husband applied one drop to the eye resulting in burning and redness. He flushed the eye with water to relieve the discomfort. The consumer reported that her husband they followed the eye washing procedures that were given by the emergency medical provider and the eye was completely normal and fine after 4 hours. No damage was done.